Manufacturer narrative:
Follow-up information from 18-apr-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had pelvic and abdominal pain and severe cramping after essure (fallopian tube occlusion insert) insertion. The device was removed. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal/pelvic pain and cramping may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered a incident, since device removal was required. Based on the available information no product quality defect was confirmed. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 09-mar-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Consumer experienced pelvic and abdominal pain, severe cramping, heavy bleeding during menstruation and intercourse and migraines. On an unspecified date, essure was removed. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had pelvic and abdominal pain and severe cramping after essure (fallopian tube occlusion insert) insertion. The device was removed. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal/pelvic pain and cramping may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered a incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs